Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preparation to use machine on patient, discovered by hospital personnel , the cs300 intra-aortic balloon pump (iabp) pressure port connector is loose. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected fields: d4 (UDI) a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse checked the pressure port and it was working okay. The fse tested the port using a pressure cable by plugging it into the machine. It fit properly and was not use at the connector area. The iabp was handed over to the customer in good, working condition.

Event description:
N/a